Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly, the customer consumed gave a manual injection to address their bg level. The customer alleged that the pump miscalculated a bolus. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the bolus was calculated correctly. Reportedly the customer was unclear on the insulin on board function of the pump. The customer acknowledged and continued using the pump for insulin therapy.